Event description:
Information was received from a trial patient and the manufacturer representative. It was reported that the trial for scs was placed on the day of the call. The bandage fell off and the wire that was coming from the patient¿s body was disconnected from the ¿white box.¿ the caller described the white box as ¿something that would be placed inside the body with the full implant.¿ the patient was redirected to their health care professional (hcp), but the patient stated that they would not be able to contact the hcp until tuesday. The patient stated that the reason that the trial was implanted was due to the patient¿s right side tingling after a stroke. Additional information was received from the manufacturer representative reporting that they had called the patient and hcp. The patient was going to their family member¿s house for assistance and then would call the manufacturer representative back. It was reported that apparently the trialing cable came loose. The patient could not reach back there and the family member was going to help put it back together via phone with the manufacturer representative. Additional information was received from medical representative who reported that the patient broke the lead itself, so it was not put back successfully. The remainder of the lead was removed by doctor. It was also reported that the patient would not be given another trial as this was found to be a point that the patient would not be able to handle an scs implanted system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.